Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels (46-250 mg/dl). Customer administered a correction bolus to treat the elevated bg levels, and consumed carbohydrates to treat the low bg level. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Customer reviewed the bolus history on the pump and did not report finding any issues. Recommendation was made to consult with health care provider to discuss diabetes management, and to contact tandem technical support to perform troubleshooting for future bg events.